Event description:
During a right ventricular outflow tract premature ventricular contraction procedure, a pericardial effusion occurred, which did not require intervention. When applying lesions 1 and 2 on the anterior rvot the generator gave an error that the temperature was too high. The tactiflex catheter was then exchanged and then lesion 3 was performed without issue. However, when applying lesion 4 with higher irrigation the temperature error occurred again. The physician alleged that the patient's anatomy could be a contributing factor. The patient then felt chest discomfort. An echocardiogram confirmed a pericardial effusion and the procedure was stopped. There was no intervention needed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device. Corrected information: d4. The model and lot number of the catheter is unknown. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
At the end of a right ventricular outflow tract premature ventricular contraction procedure, a pericardial effusion occurred, which did not require intervention. When applying lesions 1 and 2 on the right ventricular outflow tract the generator gave an error that the temperature was too high. The tactiflex catheter was then exchanged and then lesion 3 was performed without issue. However, when applying lesion 4 with higher irrigation the temperature error occurred again. The patient felt chest discomfort at the end of the procedure. An echocardiogram confirmed a pericardial effusion, however there was no intervention needed. The physician confirmed the pericardial effusion occurred at the end of the procedure and alleged that the patient's anatomy could be a contributing factor.